Event description:
It was reported that high lead impedance was noticed in (B)(6) 2013 and a chest x-ray was done by the physician and a lead fracture was noted. No manipulation by the patient or trauma was reported. The vns generator was not turned off after the high lead impedance was noted. Attempts for the lead information was made but were unsuccessful since the site will only release the patient's information with the patient family's consent. Surgery is expected but did not occur to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.